Manufacturer narrative:
MFR's report date: april 16, 2014. (B)(4). Although requested, the affected product has not been received for eval. A f/u report will be submitted with investigation results should the product be received for eval.

Event description:
Customer reported the spin connector is loosening between the primary set (model 10015294) and the extension set (model 20028e) and disconnecting causing leaks. There was no pt harm medical intervention was not required. The customer stated that no further pt/event info is available.